Manufacturer narrative:
After further review of additional information received . (H3) based on review of all available information, there is no evidence of the contribution of the devices to the experience reported and it could not be determined as the device was not returned for evaluation. The cause of the revision could not be conclusively determined due to the revision reported was not provided; however, it is most likely the result of the patient¿s underlying condition. IFU #700-096-004 states: device specific risks - fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. Patients should be informed that their weight and activity level may affect the longevity of the implant. Patients should be advised to report any pain, decrease in range of motion, swelling, fever, or unusual sounds (e.g. Clicking) as this may indicate positional changes in the implant that could lead to premature failure.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
On (B)(6) 2012, a (B)(6) y/o, male patient with a bmi of 33.8, underwent implantation of a insert tibia logic ps sz4 11mm. On (B)(6) 2018, approximately 78 months post implant, the patient underwent revision due to osteolysis.